Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was eroding through the pocket. Subsequent information indicates that the device was explanted. There was no allegation against device functionality and due to this, analysis is not required for this clinical observation. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no further information is available. If additional information is received, this report will be updated.